Event description:
Related manufacturer report number: 2017865-2024-37235. It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that low pacing lead impedance and noise resulting in mode switch was observed on the right atrial (ra) lead. The noise on the ra lead was not reproducible with pocket manipulation and arm movements. The physician opted to monitor the ra lead. The high voltage lead impedance was also found to be high in a few instances on the right ventricular (rv) lead in a specific configuration. Programming changes were made to the rv lead configuration and measurements were stable. The physician was to monitor the leads routinely. The patient was stable before, during and after follow up in clinic.